Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use, device used in moderately calcified vessel; device not held at the correct angle during deployment. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a moderately calcified common femoral artery after a peripheral interventional procedure using a starclose se device. Reportedly, all the deployment steps were performed uneventfully; however, the clip did not achieve hemostasis. Manual arterial compression was used for a few minutes and hemostasis was achieved. The physician indicated he believes that the device did not work because it was hindered by arterial anterior calcium and possibly, he did not hold the device at the correct angle during deployment. There was no adverse patient sequela. The physician was reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. During manufacturing, all devices are inspected to verify proper loading of the clip onto the carrier tube and undergo final inspection to verify the ribbon wings open properly, collapse completely, are aligned and are not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed and destructively tested as part of lot release. Reportedly, the patient was described as having arterial anterior calcium, and the physician indicated the device did not work because the calcium hindered it. The special patient population section of the starclose se instructions for use (IFU) states: the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The IFU also states: do not use the clip in areas of calcified plaque. Based on the reported information and the manufacturing inspection criteria, a definitive cause for not achieving hemostasis after firing the clip could not be determined; however, deploying the clip in an area of calcified plaque and/or the possibility of the device being held at an incorrect angle during deployment, as reported, may have been contributing factors. There does not appear to be any indication of a product quality deficiency. Review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis.